Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failing. After rebooting the station, it recovered, but the drawer made a clicking sound and did not release. Customer manually pulled it out, and when closing, the drawer did not close smoothly. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found the device with available storage space and recovered the system to a resolved state. No drawer issues could be replicated, and the drawer opened and operated normally during testing. The system functioned as intended after the field service engineer resolved the issue.